Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was leak in the foley catheter balloon. When the syringe was connected and water was injected into the balloon, water leaked from the connection. Per follow-up information received from ibc on 05dec2022, stated there was only one leak location which was the syringe connection. Stated that "leaks from the balloon" in the event meant "(balloon) catheter".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was leak in the foley catheter balloon. When the syringe was connected and water was injected into the balloon, water leaked from the connection.